Event description:
It was reported the patient experienced 13 inappropriate shocks. Noise, oversensing, and high impedance of greater than 2500 ohms were also noted. The lead was explanted and replaced. No further patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: distal conductor fractured; full lead returned and analyzed. It was reported the patient experienced 13 inappropriate shocks. Noise, oversensing, and high impedance of greater than 2500 ohms were also noted. The lead was explanted and replaced. No further patient complications were reported as a result of this event. Actual device involved in incident was evaluated electrical tests performed, mechanical tests performed, visual examination component/subassembly failure lead conductor device was out of specification in a manner that relates to event impedance, high interference lead(s), fracture of shock, inappropriate.